Event description:
It was reported that this pacemaker was part of the system revision due to infection. Reportedly, the patient experienced unable to breathe and tachycardia. The patient went to emergency room (ER) and undergone the electrocardiogram (EKG) procedure. The patient was treated with intravenous antibiotics and a topical rash was found around the implant site. There were no additional adverse patient effects reported. The pacemaker remains in service.